Manufacturer narrative:
The investigation for the positioning issues has been completed. The rp flex pump was returned and was visually inspected. Cannula kink was found near inflow cage observed. Touhy borst lock checked and was able to twist forward, lock and tighten. No other abnormality found. The cannula kink may occurred during attempted to lock the touhy broch and repositioning. The cause of the positioning issue was use related due to improper technique.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was on impella rp flex support in right femoral artery to wean off bypass. While on support, two physicians attempted to lock the tuohy borst lock with no success. Both stated that it kept twisting and did not get tight. The device was malpositioned and a second device was needed. The procedural outcome was the patient survived surgery.